Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported getting error code indicating low leak-co2 re-breathing risk. It is unknown if the unit was in clinical use at the time the reported issue was discovered. It is also unknown if there was patient involved. The service support performed an evaluation and confirmed the reported problem. There was moisture found inside unit near exhalation port. The service support suggested parts replacement to resolve the issue and provided parts and pricing. The support service was informed by the customer that information of parts and pricing were received. The customer is ordering parts for repair.

Manufacturer narrative:
G4: 07feb2020 b4: 10feb2020 per the customer's feedback, gas exchange manifold was replaced to resolved the issue. All required tests performed and passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.